Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 322 mg/dl while wearing the pod between 5 and 24 hours. According to the attached photos provided by the patient, it was observed that the cannula was not visible, indicating that there was a needle mechanism. Information on treatment was not provided.

Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window, the device ran for 47 pulses prior to being deactivated. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. No damages or defects were observed that would result in the reported needle mechanism failure. *the record and physical device was reviewed and it was determined that the device serial was incorrectly reported. The serial number has been updated accordingly and the device was investigated.